Event description:
It was reported that on (B)(6) 2011 the neurostimulator site was red and had some clear drainage coming from the site. The pt said it was painful to touch and had a low grade temperature of 99.1. It was also reported that there was device-related erosion. The physician assessed the area and determined the device would need to be removed due to infection. The device was explanted on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.